Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test due to blank display. Pump had corroded battery tube, minor scratched display window, broken off battery tube threads and cracked reservoir tube lip. The battery contact spring was ok(not loose or low).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display even after battery change and also had damage. The customer was assisted with bumped/dropped/cosmetic damage troubleshooting. The customer¿s blood glucose level was 397mg/dl at the time of the incident. The customer declined troubleshooting for the high blood glucose and treated with injections. Customer stated that the battery compartment was corroded and that it caused the spring to fall out of the chamber. The customer was advised that the insulin pump would be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.